Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "arterial pressure was not coming properly ,while repeated flushing didn't sorted the issue and finally balloon was removed and new balloon was inserted". No patient harm or injury. The patient status is reported as "fine".